Manufacturer narrative:
A1 patient identifier: (B)(6). D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available per the healthcare facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericarditis occurred. In (B)(6) 2025 the patient was enrolled in a clinical trial and underwent a pulmonary vein isolation (pvi) pulse field ablation (pfa) procedure using a farawave catheter. Fifty-five (55) days post pfa procedure the patient reported atypical chest pain. Echocardiography showed no presence of pericardial effusion and pericarditis was suspected. The patient was prescribed ibuprofen and the pericarditis resolved.